Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue with the vessel sealer extend instrument could cause or contribute to an adverse event. Furthermore, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted thoracic procedure, the vessel sealer extend instrument initially worked (approximately 20 times) without issue. On the last sealing attempt, the instrument was used to seal a lung tissue measuring less than 7mm in size. The customer stated that during the sealing sequence, an audible beep was observed; however, no thermal effect on the patient¿s tissue was noted. The user completed the procedure. Intuitive surgical, inc. (Isi) followed up with the isj safety control team and obtained the following additional information: no obstructions or interferences between the instrument jaws was noted. Expected bleeding was noted and the amount of bleeding was not much. The surgeon immediately stopped the bleeding. The target tissue was not calcified.

Manufacturer narrative:
67 - the reported event was not confirmed through failure analysis investigation. Visual inspection of the vessel sealer extend instrument found no exposed and blade and no issue with the ceramic dots. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The cut and energy delivery functionality was verified and passed specification. The instrument operated without issue.

Event description:
Refer to h10/h11 for follow-up information.